Event description:
Add'l info rec'd from MFR 2/5/04: the device involved in the event was an 8f angio-seal vascular closure device, sts, reorder number 610108; lot number 03dg56. It was reported following brachy therapy to the right coronary artery, an angio-seal device was deployed successfully in the right groin. When the staff attempted to clean the site and remove the drape, the puncture site began to bleed. Manual pressure was held and a femostop was applied to achieve hemostasis. The pt developed a 3cm hematoma and was held in observation. Analysis could not be performed as the device was not returned for evaluation. No add'l evaluation was indicated. The instruction for use (IFU) state if bleeding should occur, the user should apply digital or manual pressure to the puncture site. If necessary, pressure devices, such as a clamp or pressure bandage, may be used to provide supplemental compression. St jude medical, daig requested the name of the deploying physician, however the hosp indicated they were unwilling to provide that info. The angio-seal instruction for use state the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device; e.g. Participation in an angio-seal physician instruction program or equivalent. St jude medical recieved the medwatch report from hosp on december 16, 2003. The device was not returned to st jude medical and the current status of the device is unknown.

Event description:
Pt had spinal rod instrumentation in 2002 returned to surgery in 2003 for reinstrumentation of spinal rods x2 because both rods broke and needed to be removed and replaced.